Event description:
It was reported that the ventilator generated technical error code indicating disabled valves and an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report memory backup batteries were identified as defective. Memory backup battery on control printed circuit board power supplies the internal memory on the control pc board. If the battery on control pc board is disconnected or if the battery voltage is too low, start up ventilation configurations made via the service & settings may be erased. A technical error message will appear on the screen if the battery voltage level is too low. The memory backup batteries must be replaced after five years. Our conclusion is that the replaced part were the cause of the failure. However, the root cause to why the part failed has not been established.